Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch # 530c35. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the first firing or first time loading the device? What cartridge color was used? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and without a reload loaded. In addition, two (gst60b & gst60d) reloads were received unfired.  Upon visual inspection, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a returned reload (gst60d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 530c35, and no non-conformances were identified.

Event description:
It was reported that the scrub tech could not get the device loaded. No further information was provided. There were no adverse consequences reported.